Manufacturer narrative:
Product event summary: the shoulder pack was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the pack revealed a damaged swivel snap hook. As a result, the reported event was confirmed. Additionally, failure analysis of the pack revealed a damaged viewing window. The damaged viewing window is an additional finding, not related to the reported event. The most likely root cause of the reported event and the damaged viewing window can be attributed, but not limited to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shoulder pack metal securing clip had snapped. The shoulder pack was replaced. No patient complications have been reported as a result of this event.